Event description:
Patient stated that last night she experience hypoglycemia. Patient stated that her blood sugar reading last night was 49. Patient stated that she was sweating and shaking. Patient also stated that she notice there was no insulin inside of the viewing window. Patient stated that her normal blood sugar reading is from 90-130. Patient also informed me that she has been using novlin r insulin while on the vgo device.